Manufacturer narrative:
The instrument has not been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess) procedure. It was reported that the straight suction instrument broke in half. There was less than a 1 hour delay to the surgical time and no impact to patient outcome.

Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the procedure was completed using another instrument tray.

Manufacturer narrative:
Analysis on the returned instrument was completed. It was found that the shaft had a broken weld. The shaft and body had separated. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.